Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image on screen. Customer stated that the insulin pump did not received any alarm before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests; it failed self test. No unexpected critical pump errors were noted during testing. After further review, there are traces of previous moisture presence inside the battery compartment and on the battery board underneath the battery compartment. Plus there are traces of mold inside the aa battery connector. Self test returned an unexpected pump error 63. Pump error 63 is confirmed in the formatted history file due to a software problem and due to a broken trace at the u1 keypad assembly. No unexpected audio/vibrate anomaly/absence of alarms were noted during testing.